Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Upon review, the implantable cardioverter-defibrillator exhibited an episode of t-wave oversensing on (B)(6) 2019. Oversensing has not occurred since. No interventions were performed. There were no patient consequences and the patient would be monitored.